Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set needle came off event on (B)(6) 2025. The insertion site was the abdomen. No further information available.